Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account observed the architect i2000sr smelled like smoke. The operator opened the cover and smoke came out of the analyzer. No operator injury was reported.

Manufacturer narrative:
Manufacturing site for devices name/address was incorrect on the initial report and has been updated on this report. The abbott field service representative investigated the issue onsite and identified a damaged card cage, lls/pm board and controller board. A temperature board communication error was generated prior to the account observation of smoke. No evidence of liquid contacting the card cage nor any concerns with the power specifications were identified. However, the parts were not replaced as the analyzer was scheduled to be deinstalled and removed from the laboratory. An investigation was performed by reviewing the complaint text, instrument service history, tracking and trending metrics, and the current labeling for the architect system operations manual. A review of the ticket history for the analyzer did not identify issues that may have contributed to the current complaint and no adverse trends for the likely cause parts replacement were identified. The architect systems operations manual provides instructions on performing an emergency shutdown of the i2000sr and electrical hazards contains adequate information on potentially dangerous conditions on the architect systems. Based on the evaluation no systemic issue of the architect i2000sr was identified.